Manufacturer narrative:
(B)(4) - iritis, inflammation, (light flashes). (B)(4).

Event description:
Additional information received - the patient reported iritis has developed and she is taking drops every two weeks for the inflammation. She has hazy vision and is seeing light flashes.

Event description:
The patient reported had a 12.6mm micl 12.6 implantable collamer lens implanted in her right eye (od) on (B)(6) 2008. The patient has reported loss of pigment and a cataract has developed. The patient has been experiencing glare and the eye is cloudy. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - (other): lens remains implanted.evaluation:method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: medical review - reportedly patient was advised to have a cataract removal to address loss of visual acuity ( "hazy", "cloudy" vision) following icl implantation five years ago. The type of a cataract is unknown to date. Given the information that at the time of the surgery the patient was 49 years of age the cataract was probably age-related. The patient was told that there was some "pigment loss "during the initial surgery, but no information was received from the implanting surgeon. Recently, patient was diagnosed with acute bilateral iritis and was prescribed eye drops for a treatment. Iritis is an inflammation of the anterior uvea and could be caused by systemic disease, infections, idiopathic specific entities. According to the conclusion of the d. Sanders "postoperative inflammation after implantation of the implantable contact lens: itm study group"- ophthalmology ;volume 110,issue 12,2003:2335-2341,the implantation of the icl does not cause a long -term (2-3 years) inflammatory response within the eye, therefore the reported iritis is not device related but most likely caused by patient related factor .reassessment will be performed when( if) additional information is obtained. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).